Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - between (B)(6) 2005 to (B)(6) 2006. Date explanted - unknown. Initial reporter - the article was written by jari mokka, mika junnila, matti seppänen, petri virolainen, tuukka pölönen, tero vahlberg, kimmo mattila, esa k j tuominen, juho rantakokko, ville äärimaa, juha kukkonen and keijo t mäkelä. PMA/510(k) number. Manufacture date ¿ unknown . Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This information was originally reported on 1825034-2016-00223 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "adverse reaction to metal debris after recap-m2a-magnum large-diameter-head metal-on-metal total hip arthroplasty" which aimed to assess the prevalence of and risk factors for armd with the recap-m2a-magnum ldh mom tha. A patient was identified in the article that underwent total hip arthroplasty between (B)(6) 2005 to (B)(6) 2006. Subsequently, patient underwent a revision procedure on an unknown date due to clicking, swelling, and elevated metal ion levels. During the procedure it was noted that the head was cold-welded to the adapter and trunnion; therefore, an extended trochanter osteotomy was performed to revise the stem. The presence of yellow milk-like fluid was also noted. No further information has been provided.